Event description:
During the cavo tricuspid isthmus atrial fibrillation ablation procedure, the tactisys unit lost connection to the ensite system approximately every five minutes, and this caused the ensite system to lag and it was unusable which resulted in a prolonged procedure. The tactisys was shutdown and restarted to reconnect it to the system. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received into the lab for investigation. It was confirmed that the returned tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity was temporarily established as indicated by real-time visualization of the contact force signal displayed during the start of the evaluation period. Multiple and repeated communication interrupts were then observed, which confirms the reported issue. An attempt to extract system log files revealed a corrupt system flash memory card. The event which resulted in the memory corruption was not communicated and remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the single board computer and corrupt compact flash memory card.